Event description:
It was reported that the fiber stopped working multiple times (84000 j and 15 minutes of use, 92300 joules) during the procedure, and after 124000 joules were used the fiber pulled horizontally at 70 degrees. The tip of the fiber was cleaned during the procedure. A second fiber was utilized to complete the case. The procedure ended well and there were no clinical complications to the patient.